Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose level of 218 (mg/dl). While attempting to deliver a correction bolus a malfunction alarm occurred and stopped all insulin delivery. Customer stated there was no impact to bg level due to the malfunction. It was indicated that the customer would use manual injections as alternate insulin therapy.